Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the lead had no impedance measurements. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction section b5: the event summary was amended to exclude "right ventricular (rv)" as the event had not provided the lead position. Device evaluation: the reported event of "the lead failed to give impedance" was confirmed. As received, a complete lead was returned in one piece with helix found extended, bent and clogged with blood/tissue. Visual inspections and x-ray examination found no anomalies. Electrical testing found no conductor fractures but an internal short between conductors due to overtorqued inner coil inside the connector region. The cause of the reported event was isolated to the inner coil being over torqued inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead had no impedance measurements. The rv lead was removed and replaced. The patient was in stable condition.